Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with generator with version 4.0.0 + 4.1.0. The customer states that the power cord split and frayed when they unplugged the rfg2 from the wall.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway upon completion the results will be forwarded.